Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received in its outer blister, covered with the tyvek foil lid showing the lot information. The device was fixed with an adhesive tape. The instrument shows no macroscopic signs of damage and no sign of surgery residues. The instrument was visually inspected using a photomicroscope at various magnifications. The visual inspection showed no abnormalities on the soft tip of the product. The instrument was then functionally tested regarding their aspiration/irrigation properties. It could be shown that there are no leakage and no occlusion of the instrument and the aspiration as well as the irrigation works as expected for the instrument. The customer's complaint can therefore not be confirmed, as the product met their specifications. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customer's reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ophthalmic product did not aspirate during cataract and vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. The involved eye and the patient identifier are not available. There's no patient harm.